Event description:
Baxter (B)(4) received a complaint from their local customer on a minicap transfer set with code (B)(4) lot# h09d27030. Reportedly, the white cap was totally loose from the connection. The set was used for 24 days. The patient has been using peritoneal dialysis for 21 months. One unit is available for evaluation. The defect was noted during patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector (no titanium adapter returned). The transfer set was hand tightened to a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that both of the occluder feet were broken at the top. During the visual inspection, it was noted that there was no whitish spot on the occluder leg, which is an indication of possible overtorking.